Event description:
On 3/15/2000 customer informed baxter sales of 9 donor reactions, which were described as common symptoms associated with apheresis per the customer. These reactions were said to have occurred from 1/1/2000 to 3/15/2000. Four of the nine reactions had occurred on one autopheresis-c instrument, which was the reason the customer had contacted baxter. Customer requested that baxter evaluate the autopheresis-c instrument. Baxter service personnel identified no problems with the instrument. This report is for donor #2. Donor has been donating since july 1995. Prior to plasmapheresis, donor's blood pressure was 110/70 and pulse rate was 84. Donor had a meal approximately 60 minutes prior to donation. Donor is not on any medications. Operator had an unsuccessful venipuncture, which was restarted early in the procedure. Approximately 48 minutes into the donation, donor complained of feeling lightheaded and dizzy. Donation was discontinued. Donor was placed in trendelenburg position, given orange juice with sugar, and received a cold compress on the forehead and neck. Donor was discharged in good condition. Donor center believes this to be a normal reaction known to be associated with plasmapheresis procedures.